Event description:
During a coronary angiography procedure, the physician tried to inject contrast using the consumable hand controller kit. When the hand controller was pressed, and more pressure was applied, the physician felt a resistance in the contrast flow. He immediately checked the tubing line and saw air between the high pressure tubing and the stopcock. As part of normal set-up, the high pressure tubing and the stopcock are connected beyond the detection of the injector system's air column detect sensor. According to a technician, it seems that air was injected into the left coronary artery at the time of the first injection. After the injection, the patient's st segment had changed by rising and the patient's blood pressure decreased. Emergency intervention was carried out. After interventional treatment, the patient was conscious and moved to the hospital's general ward. The patient's vital signs were stabilized, with a heart rate of 60 - 70 beats/minute and blood pressure near 100 diastolic pressure. The patient's condition after intervention was stable.

Manufacturer narrative:
Device history records were reviewed for the following acist consumable product models and lots: model atp54, lot# 06717d, model bt2000, lot# 00717d, model a2000, lot# 00317f. No issues were found in regards to the manufacturing of these lots. All in-process testing provided acceptable data. There were no non-conforming material reports or corrective actions initiated regarding these lots. The consumables used in the case were returned to acist and tested. Testing of the devices did not reproduce air ingress and no other problems with the consumables were identified. The injection system was returned to acist and functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injector. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi user manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on the testing of the injector, there is no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is closed.